Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The guide-wire repositioning unit's outer diameter was measured and found to be within specification. There are no other complaints associated with pumps from this lot. Both guide-wire repositioning unit lots associated with this pump lot had passed all inspections. There are no other complaints associated with units from either guide-wire repositioning unit lot relevant to the failure mode. The clinical account suggests that the patient had a very high act at the beginning of the case, and that heparin was not administered in the purge solution while the impella cp was in place. The impella IFU recommends the usage of heparin in the purge solution for proper anticoagulation. The root cause of the limb ischemia was most likely improper coagulation, as heparin was not utilized in the purge system due to the high act at the beginning of the case.

Event description:
The complainant reported that on (B)(6) 2018 a (B)(6) male with cardiomyopathy was placed on impella cp support via a wireless right axillary artery insertion. The pump was placed and started without issue. The introducer was peeled away and the repositioning sheath was advanced. Oozing was observed at the access site, and the act was noted to be 252. No heparin was administered at this time as the physician was waiting for the act to drop to 160-180 before administering heparin in the purge solution. On (B)(6) 2018, after 7.92 hours of patient support the physician noted that the flow to the patient's hand was diminished. The axillary impella cp was then explanted and another impella cp was placed without issue through the patient's left femoral artery. The patient support was reported as successful, with no lasting adverse effect to the patient's limb.

Manufacturer narrative:
The pump was returned on december 27, 2017 for evaluation for vascular complication requiring a thrombectomy procedure. A review of the clinical case revealed the physician had noted that "all the clot appeared to be well organized and therefore had been in the body for a while." The device was returned in two pieces from the field. The field team stated the repositioning sheath was removed from the body intact, therefore the fracture occurred after explant. The repositioning sheath appeared to be otherwise intact. The root cause of the vascular complication is unable to be determined. A review of the device history did not reveal nonconformities. (B)(4) follow up.